Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) was returned with blood in the outer member, on the stent holder and handle, consistent with being advanced into the anatomy and no saline visible. The stent implant was deployed from the distal outer sheath. There were stretched struts in the fourth fifth and sixth rows of one end of the stent implant. There was no other damage noted to the stent implant. The distal outer sheath was fully retracted. There was a kink in the stent holder at the distal end of the inner braiding. There was a kink in the outer member 2 mm proximal to the strain relief tubing. There was no other damage noted to the sess. The handle was opened and the rack was in the proximal position and fully retracted. All the mechanisms were intact with no anomalies noted. Factors that may contribute to difficulty deploying the stent include, but are not limited to, manufacturing, pre dilatation strategy, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). In this case, there were 2 kinks noted in the shaft. Although these kinks were not reported, they may have contributed to the reported deployment difficulty. Potential causes for this type of damage include, but are not limited to, anatomical conditions, handling, and insufficient support of the handle during advancement or handling/packaging for return to abbott vascular. It was reported that the device was being used to treat the superficial femoral artery, it should be noted that the indications for use as listed in the instruction for use (IFU) states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported resistance or difficulties advancing. Review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met manufacturing criteria. Additionally, there is no indication of a lot specific product deficiency and there is no indication of a product quality deficiency. During production all self expanding stents are visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the manufacturing process.

Event description:
Reportedly, initially, two absolute stents were implanted successfully. Using another absolute, it would not load on the guide wire and was not used. Another absolute was then chosen and it was put down in order to treat the superficial femoral artery. However, there was resistance with the thumbwheel upon unsheathing, so the device was removed from the anatomy and it was then observed that the stent had partially deployed. However, the complete device was removed with no issue. Another absolute was used successfully. A starclose device was used for closure. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.